Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the problem with the occluder. The occluder operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder takes too long to respond. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 28-feb-2017: the certified clinical perfusionist (ccp) could not recall the exact date of the event, but the ccp thought it was on (B)(6). This occurred with an occluder that was part of the sarns 8000 perfusion system. During cpb, the occluder functioned but seemed to change locations (open and close set points) a little slower than usual. There was no issue in actual achieving a desired venous drainage, it just seemed to be slower than usually experienced. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. The occluder was not changed out.